Manufacturer narrative:
The baxter technician found the siderail needed to be reattached. Per the hillrom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Make sure the head and foot siderails are not bent or twisted. Make sure the latch mechanism operates correctly. An audible click must be heard. Remove the siderail cover, and make sure the mounting screws are tight. Repair or replace the siderail as necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician reattached the siderail to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician to report the careassist es right head siderail fell off of the bed. The bed was located at the account. This occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.